Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer declined to have the system repaired. The system is down. No further information is available.

Event description:
The customer reported that the system needed parts replaced, including the monitor card. No patient injury was reported.